Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was showing high impedance readings. It was initially reported the pt's programmer showed an "out of regulation" message. Add'l info showed one of the pt's electrodes had impedances > 10,000 ohms, but it was successfully programmed around. No interventions were planned. The pt was receiving adequate stimulation and no other problems were reported.